Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 846 mg/dl with high ketones of 7.2 mg/dl and identified as life-threatening by a healthcare provider. The cause was of the high bg was not known. In the hospital, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on an unspecified date and continued to use the pump for insulin therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.